Manufacturer narrative:
Additional information: b5, h6.

Event description:
Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). Related manufacturer reference number: (B)(4). New information states that the implantable cardioverter defibrillator system was explanted due to erosion and suspected infection.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was explanted due to erosion.